Event description:
Information was received indicating that the cuff to a smiths medical portex bivona adult tts tracheostomy tube was reported to have burst while the patient was sleeping. It was reported that the patient had to hang over the edge of the bed to get stuff out of her lungs. There were no reported adverse patient effects.